Event description:
It was reported that during a bankart repair procedure and when the surgeon was drilling, the chuck occasionally came off and the tip of drill broke, remaining in the patient. The drill tip breakage was found at the device check after the anchor was implanted. Therefore, the surgeon decided that removal of broken piece was not possible. No delay was reported.

Manufacturer narrative:
One 72203160 flexible drill (2.6mm) for 2.3mm curved drill guide, twist received. The complaint stated: "it was reported that during a bankart repair procedure and when the surgeon was drilling, the chuck occasionally came off and the tip of drill broke, remaining in the patient. The drill tip breakage was found at the device check after the anchor was implanted. The surgeon had decided that removal of broken piece was not possible, until the piece moved from its original position; therefore, a revision surgery is planned to remove the remaining drill tip. The drill tip and collar were absent from the return. The instrument is intended to flex not bend severely or stretch. The drill has been broken at the distal end at the stranded flex section. The flex wire composition is reactive to inadvertent torque overload, twisting and bending. In addition to continued use of the faulty chuck, the starting and stopping is in direct contrast to the recommendations. No root cause related to the manufacture of the device was established. Additional information has been received, the revision surgery case will be reported in complaint c-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bankart repair procedure and when the surgeon was drilling, the chuck occasionally came off and the tip of drill broke, remaining in the patient. The drill tip breakage was found at the device check after the anchor was implanted. The surgeon had decided that removal of broken piece was not possible, until the piece moved from it's original position; therefore, a revision surgery is planed to remove the remaining drill tip.